Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, high out-of-range pacing impedance, increased capture threshold, and loss of capture were noted on the left ventricular (lv) lead. The device was reprogrammed to resolve this event. The patient was stable following this event with no adverse health consequences.